Manufacturer narrative:
The reported event of iui connectors with corrosion + bent pins file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed for the material number cad_8100 as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4). There was no patient involvement.

Event description:
During a site visit by bd representatives, biomed reported iui connectors with corrosion and bent pins. The device was labeled for patient use however there was no patient involvement.